Event description:
Tech alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The tech found the siderail missing the shoulder bolt. The tech replaced the shoulder bolt to resolve the issue.